Event description:
It was reported that customer seemed a bit disoriented and lethargic. They were able to answer questions and provide demographic information. They were awakened due to multiple veletri pump alarms from intermittent hi-pressure to no disposable on both pumps using veletri cadd cassettes. They are concerned that both pumps are not working right. No further details provided. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.